Manufacturer narrative:
On 2/28/2017 mr images were reviewed by augmenix medical advisor, augmenix cto and complainant physician. Their assessment of the images confirmed that spaceoar hydrogel was injected into a vein. Per complainant physician the patient has been asymptomatic since the implant date and that no medical intervention was required. Complainant physician will share information regarding vascular injection with his radiologist and have the patient return for another MRI follow-up.

Event description:
Physician called on 2/21/2017 to report that the patient that was implanted with spaceoar hydrogel received mr images and did not see spaceoar present in space between prostate and rectum. However, there was dark coloring that he thought may be blood or edema in the space.